Event description:
It was reported that the patient was seen in the hospital due to unrelated health issues. Upon device interrogation, the right atrial lead exhibited sensing anomaly. An x-ray confirmed the lead was dislodged. The lead was capped and replaced. The patient was well following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.